Event description:
Pt's ot basic meter was missing segments. They reported experiencing no symptoms while trying to test on the meter. No medical intervention was reported. They did report visiting their physician, where they complained of vision problems and felt that it could be due to the meter. No treatment given at physician's office. The issue was not resolved with troubleshooting. No further info has been reported.